Manufacturer narrative:
The field service rep determined the rinse nozzle #6 aspiration tube was clogged with debris and the cuvettes were intermittently overflowing into the adjacent cuvettes. He removed the debris from the rinse nozzle and also cleaned and inspected all the other rinse nozzles. To verify the analyzer, he performed mechanism testing and qc.

Manufacturer narrative:
The field service rep determined the rinse nozzle #6 aspiration tube was clogged with debris and the cuvettes were intermittently overflowing into the adjacent cuvettes. He removed the debris from the rinse nozzle and also cleaned and inspected all the other rinse nozzles. To verify the analyzer. He performed mechanism testing and qc.

Manufacturer narrative:
The field service rep determined the rinse nozzle #6 aspiration tube was clogged with debris and the cuvettes were intermittently overflowing into the adjacent cuvettes. He removed the debris from the rinse nozzle and also cleaned and inspected all the other rinse nozzles. To verify the analyzer. He performed mechanism testing and qc.

Event description:
The user experienced imprecision with calcium and glucose results over several days. Of the data provided by the user, only the calcium results for 6 pts were found to be discrepant. All results are in mg per dl. Initial result was 7.8, repeat result was 9.8. The initial results for these samples were not reported.

Manufacturer narrative:
The field service rep determined the rinse nozzle #6 aspiration tube was clogged with debris and the cuvettes were intermittently overflowing into the adjacent cuvettes. He removed the debris from the rinse nozzle and also cleaned and inspected all the other rinse nozzles. To verify the analyzer. He performed mechanism testing and qc.

Manufacturer narrative:
The field service rep determined the rinse nozzle #6 aspiration tube was clogged with debris and the cuvettes were intermittently overflowing into the adjacent cuvettes. He removed the debris from the rinse nozzle and also cleaned and inspected all the other rinse nozzles. To verify the analyzer. He performed mechanism testing and qc.

Manufacturer narrative:
The field service rep determined the rinse nozzle #6 aspiration tube was clogged with debris and the cuvettes were intermittently overflowing into the adjacent cuvettes. He removed the debris from the rinse nozzle and also cleaned and inspected all the other rinse nozzles. To verify the analyzer. He performed mechanism testing and qc.

Event description:
The user experienced imprecision with calcium and glucose results over several days. Of the data provided by the user, only the calcium results for 6 pts were found to be discrepant. All results are in mg per dl. Initial result was 6.6, repeat result was 9.1. The initial results for these samples were not reported.

Event description:
The user experienced imprecision with calcium and glucose results over several days. Of the data provided by the user, only the calcium results for 6 pts were found to be discrepant. All results are in mg per dl. In 2009, initial result was 7.5, repeat result was 9.6. The initial results for these samples were not reported.

Event description:
The user experienced imprecision with calcium and glucose results over several days. Of the data provided by the user, only the calcium results for 6 pts were found to be discrepant. All results are in mg per dl. In 2009, initial result was 5.6, repeat result was 9.2. The initial results for these samples were reported. The user stated she was not aware of any pts being treated based on the initial results. The initial results for these samples were not reported.

Event description:
The user experienced imprecision with calcium and glucose results over several days. Of the data provided by the user, only the calcium results for 6 pts were found to be discrepant. All results are in mg per dl. Initial result was 7.0, repeat result was 9.9. The initial results for these samples were not reported.

Event description:
The user experienced imprecision with calcium and glucose results over several days. Of the data provided by the user, only the calcium results for 6 pts were found to be discrepant. All results are in mg per dl. In 2009, initial result was 6.7, repeat result was 9.2. The initial results for these samples were not reported.